Manufacturer narrative:
The reported events of high lead impedance and loss of capture were not confirmed. As received, a complete lead was returned. Electrical tests did not find any shorts or discontinues on any of the conduction paths. Examination did not find any anomalies with the exception of procedural damage. Dimensional analysis of the lead connector measured within product specification and the lead connector passed insertion testing into a test ICD device and a test is4 connector sleeve.

Event description:
Additional information was received that loss of capture occurred.

Event description:
During an implant procedure, a high impedance was noted for the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.